Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is broken. The customer's blood glucose reading was 515 mg/dl at the time of incident. Troubleshooting found that the customer was currently in the hospital for high blood glucose and will be released tomorrow. The customer was advised that the device would be replaced and to return the product for analysis.